Event description:
It was initially reported that the zimmer electric dermatome motor didn't work well. Additional clinical follow up with the customer indicated that the device began to work at a very slow speed and the skin graft was jerky and did not fit the positon of the wound. A second graft was harvested by using an alternative method to harvest a split thickness graft. There was an increase in anesthesia time by 30 minutes to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 15 years old the last repair was on (B)(4) 2010. The inspection found that the motor ran erratic. The cause of the reported complaint was a failing motor, likely due to a lack of preventative maintenance. A review of salvaged parts did not indicate an external cause of the handpiece motor failure. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2010. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.